Manufacturer narrative:
After noticing the discrepant values, the reporter calibrated and ran controls. Controls recovered outside of range. The reporter then noticed that tubing was pulled up out of a system reagent bottle. They addressed the issue with the tubing by pushing it back into the bottle, but then stated the reagent would not prime. The reporter checked the filter at the bottom of the system reagent tubing. The reporter then stated they were able to prime the reagent, but bubbles were entering the tubing. A kink was found in the tubing and this was addressed. The reporter checked the tubing again and rolled the tubing, but bubbles were coming back once they started priming. The reporter cut the tubing above the kink and put on a new bottle of system reagent. They were then able to successfully prime. Calibration was successful.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on the cobas 6000 c (501) module. The first sample also had a discrepant result for ise ci for gen.2. No incorrect results were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The first sample initially resulted with an na value of 122 mmol/l, which repeated with a value of 131 mmol/l. This sample initially resulted with a cl value of 71 mmol/l, which repeated as 81 mmol/l. The second sample, from a (B)(6) male patient born on (B)(6) and weighing (B)(6) lbs., initially resulted with an na value of 114 mmol/l, which repeated as 123 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer determined the issue was caused by the kinked tubing. Bubbles in a syringe were caused by damaged tubing. The tubing was replaced, the system was primed, and the ise system was purged of air. Operational and mechanical checks passed. The customer ran calibration and controls; the results were within specifications. The investigation determined the service actions resolved the issue.